Event description:
A doctor alleged that two (2) patients had experienced the loss of their anterior crowns approximately one (1) week after placement with maxcem elite clear. This is the second of two (2) reports.

Manufacturer narrative:
The doctor re-cemented the patient's crown using a temporary cement, without further incident. To date, the patient is doing fine. The product was returned and evaluated, yielding results within specifications.